Event description:
It was reported that a red alert was recorded due to a right ventricular (rv) lead high out-of-range pacing impedance measurement of over 3000 ohms, that caused an automatic safety switch from bipolar to unipolar. Technical services reviewed the case and indicated this impedance measurement could be related to the spring contact issue, as the implantable pulse generator (pacemaker) has the pre-enhanced header and because previously this patient had another rv lead explanted due to the same reason. All other measurements were adequate. Reportedly, the plan is to make the rv lead less sensitive and leave unipolar output. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
B5 (describe event or problem): verbiage was corrected.

Event description:
It was reported that a red alert was recorded due to a right ventricular (rv) lead high out-of-range pacing impedance measurement of over 3000 ohms, that caused an automatic safety switch from bipolar to unipolar. Technical services reviewed the case and indicated this impedance measurement could be related to the spring contact issue, as the implantable pulse generator (pacemaker) has the pre-enhanced header and because previously this patient had another rv lead explanted due to the same reason. All other measurements were adequate. Reportedly, the plan is to make the rv lead less sensitive and leave unipolar output. This rv lead remains in service and no adverse patient effects were reported.